Manufacturer narrative:
Initial 1 of 2. E1: name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a tubing leakage issue on (B)(6) 2026, where the tubing of 2 infusion sets was leaking at the site after 8¿12 hours of use, resulting in a blood glucose level of 22.5 mmol/l (high). The patient administered a correction injection via multiple daily injection (mdi),